Event description:
A malfunction was reported on the pump, and the caller was assisted by technical support to reset it. There was no adverse impact on the customer's blood glucose level. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump. Technical support instructed the caller to reach out if the malfunction reappears, and the caller understood the instructions.